Event description:
The customer reported to a baxter representative a condition of one solution set that was alleged with "blood back all the way up the tubing to the fill drip chamber". No additional information is currently available.

Manufacturer narrative:
(B)(4). It is unknown at this time if the sample will be made available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.